Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined. A device history review (DHR) could not be completed due to the unknown lot number. If additional information is received, supplemental reports will be submitted.

Event description:
The event involved a plumset that the customer reported "when the infusion set dripped for the fourth day, chemicals emerged from air vent. No other information was provided.